Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump one button was flat and hard to press on down arrow. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump battery not lasting 7 days, rejected new batteries many times. The insulin pump will not be returned for analysis.